Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 387 mg/dl at time of incident and treated with insulin pump only. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reported that the drive support cap appears normal. Customer reported that the insulin exited at the quick release. Customer reported that the insulin pump did come in contact with magnets while at work around the time they started having issues with blood glucose. Customer reported that they performed displacement test and test result was passed. The insulin pump will be returned for analysis.